Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use in the patient anatomy, there was a poor connection between the 1.20 x 12 mm otw mini trek balloon dilatation catheter (bdc) and the syringe as it was noted to be leaking. The device was exchanged for a new one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported loose or intermittent connection and leak were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported loose or intermittent connection and leak since the complaints could not be confirmed during return analysis. However, it is possible that the luerlock of the inflation device was not properly connected to the hub or possibly over torqued resulting in a loose/intermittent connection and subsequently the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.